Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-01532, 1627487-2016-01533. The patient received a peripheral (off-label) system. It was reported the patient was hospitalized for staph infection on both the ipg and lead sites. Intra-venous antibiotics were administered to the patient. Subsequently, the patient's scs system was explanted. The patient was reportedly released from the medical facility and was instructed to follow the antibiotics regimen for the next three weeks.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-01532, reference MFR. Report: 1627487-2016-01533. Follow-up identified the patient was placed on oral antibiotics for two weeks, and thereafter, her laboratory results are normal and she has been taken off antibiotics.